Event description:
Complainant alleged that during the pacing of a patient (age and gender unknown), the device was not capturing the patient's heart rhythm. The clinicians then obtained another device and successfully paced the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.